Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having difficult time obtaining coupling bars. The patient was unable to obtaining 1 coupling bar, patient has tried to obtain more coupling bars but unsuccessful. The patient takes 2 hours to charge every night. No symptoms were reported.